Manufacturer narrative:
The root cause of the incident is unknown at the time of the initial report. The complaint device will be not returned for evaluation and investigation. The manufacturing record review including examination of nonconformity reports (ncr) and changes/deviations (eco/ ccid/ deviation) will be done as part of root cause investigation.

Event description:
Event description: hub of sheath broke off during insertion resulting in needing to open a new one. Type of procedure: no value found. Patient complications: no. Patient complications patient outcome: unknown. As reported device codes: 1188: detachment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.